Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement. The field representative completed reprogramming suggested by technical services. Additional information from the field representative confirmed a magnetic resonance imaging (MRI) was completed while pacing impedances were high out of range, this is considered off-label use. However, after the MRI was completed lead function was verified. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement. The field representative completed reprogramming suggested by technical services. Additional information has been requested but was not provided at this time. This lv lead remains in service. No adverse patient effects were reported.